Event description:
The customer reported that the drive support cap was flush. The blood glucose reading was 193mg/dl. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with flush/loose drive support disk, a scratched display window, cracked reservoir tube lip and a broken belt clip slot.